Manufacturer narrative:
The device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. A visual assessment was performed and it was observed that the dura guard (protective foot) and back post were bent and broken on the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force being placed on the device during use which is misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the craniotome device had a broken footplate. It was not reported that the event was related to surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.